Event description:
Customer indicated that the line was placed on (B)(6) 2019. The patient reported leaking at the insertion site on (B)(6) 2019. The catheter was removed. There appeared to be a hole/or crack in the catheter body just below the molded hub.

Manufacturer narrative:
(B)(4). The customer provided a photo of the complaint sample in the patient. The customer returned a used catheter assembly from an endurance device for evaluation. No other pieces of the endurance device were returned. In addition, the catheter body was compressed near the distal end of the juncture hub and the body had a slight bend near the middle. After failing functional testing (see below), the catheter was observed under a microscope. A hole was observed directly adjacent to the juncture hub. The hole was located on the corner of the compressed area. There were also white marks around the compressed area, which indicates stress. These anomalies are all characteristics of the catheter being raised beyond 90 relative to the skin (after insertion), which can cause kinking and catheter damage (such as a hole). The compressed area and hole were located approximately 1mm from the distal end of the catheter juncture hub. This location is consistent with the hole and leak found during visual and functional inspection, respectively. The outer diameter (od) of the catheter measured .0429", which is within the specifications. The inner diameter (ID) measured .030", which is within the specifications. This indicates there is no wall thickness issue. A lab inventory syringe full of water was attached to the luer hub of the defective ext dwell catheter. The plunger was compressed, and water was observed leaking out of the catheter body at the compressed area near the juncture hub. A device history record review was performed and no relevant manufacturing issues were identified. The current instructions-for-use provided with this kit gives instructions for proper techniques while inserting the catheter. It cautions the user to "avoid kinking or obstructing the catheter system during pressure injection to reduce risk of catheter failure." The IFU also cautions "do not force catheter if resistance is encountered during advancement or raise the catheter beyond 90 relative to the skin to avoid catheter kinking and damage. "Avoid kinking or obstructing the catheter system during pressure injection to reduce risk of catheter failure." The IFU also warns, "do not apply tape, staples, or sutures directly to the catheter body to reduce risk of damaging catheter, impeding catheter flow, or adversely affecting monitoring capabilities. Secure only at indicated stabilization locations." The customer report that the leaked was confirmed through visual examination of the returned sample. A hole was observed directly adjacent to the juncture hub. The hole was located on the corner of the compressed area. There were also white marks around the compressed area, which indicates stress. These anomalies are all characteristics of the catheter being raised beyond 90 relative to the skin (after insertion), which can cause kinking and catheter damage. This would put stress on the material and cause it to eventually tear (such as the hole observed in the corner). The catheter met all relevant dimensional requirements and no manufacturing issues were identified during a device history record review. Based on the condition of the returned sample and the customer report, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
Customer indicated that the line was placed on (B)(6) 2019. The patient reported leaking at the insertion site on (B)(6) 2019. The catheter was removed. There appeared to be a hole/or crack in the catheter body just below the molded hub.